Event description:
It was reported that the t2 of the ultra fast-fix had a premature detachment. No patient injury was reported.

Manufacturer narrative:
One 72201491 ultra-fast-fix assembly curved needle device returned. Complaint indicated ¿it was reported that the t2 of the ultra fast-fix had a premature detachment. No patient injury was reported.¿ this style device requires manual lever advancement to position the anchors at the tip of the delivery needle for user controlled manual stripping off of each individual anchor. The blue split cannula was returned on the needle. The depth limiter was returned and is trimmed for surgeon¿s preference. T1, t2 and suture were not returned. The manual advancement lever and actuator are fully forward. This indicates that both the anchors were advanced. In order for two anchors to prematurely detach they would require user action. The delivery needle is slightly bowed and has a slight twist at the delivery tip. No root cause related to the manufacture of the device was confirmed. User error may have been a contributive factor of the event.